Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed external visual inspection and functional testing. The functional testing did not indicate any abnormal operation of the controller. During the log file review, revealed that the controller serial (B)(4) logged two vad disconnect alarms four months prior to the complaint event date, these alarms are most likely due to disconnection of the pump from controller. Also a series of low flow alarms approximately three months prior to the complaint event date. Additionally, occurrences of switching events prior to the 25% threshold. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and two batteries with the potential to malfunction due to faulty internal cells. However, the reported event could not be replicated or confirmed at the bench level. As a result the controller perform as per specification. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02057, 3007042319-2015-02058 and 3007042319-2015-02059) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-02057, 3007042319-2015-02058 and 3007042319-2015-02059) submitted for devices related to the same event.

Event description:
It was reported from germany that the patient stated "continuous switching of the power sources". "After consultation with engineering" it was "recommended to exchange of all four batteries and the active controller". "Hospital performed exchange", having "no effects on the patient". No further information available. Investigation is ongoing. This is report 1 of 3.